Event description:
It was reported that during percutaneous coronary intervention, a stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. The physician attempted to cross the lesion with the 2.50x20mm promus element drug-eluting stent. However, when he encountered difficulty, he pushed the device several times but was still unsuccessful. When the device was removed from the patient's body, the proximal edge of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during percutaneous coronary intervention, a stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. The physician attempted to cross the lesion with the 2.50x20mm promus element drug-eluting stent. However, when he encountered difficulty, he pushed the device several times but was still unsuccessful. When the device was removed from the patient's body, the proximal edge of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual and microscopic examination found that the stent was damaged at the distal side. The six most distal strut rows were stretched distally with struts on the two most distal rows severely misaligned and bent outwards. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).